Event description:
It was reported that upon device interrogation, a loss of capture was observed on the right ventricular lead of an asymptomatic patient. Reprogramming could not be performed. On (B)(6) 2015, the patient underwent a device changeout procedure and initial programming was performed. The lead remained in use.